Manufacturer narrative:
Trackwise# (B)(4). The device was returned to the factory for evaluation on 10/26/2023. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood were observed on the cannula and c-ring. The c-ring was observed to be intact with no visual defects. The scope wash tubing of the c-ring was observed to be bent. An investigation was conducted on 10/26/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the harvesting device. Evidence of charred material was observed between the jaws. No evidence of blood was observed on the cannula or c-ring. The c-ring, heater wire, and gray silicone insulation of the jaws were observed to be intact with no visual defects. The scope wash tubing of the c-ring was observed to be bent. Based on the photographic inspection, returned condition of the device, and evaluation results, the reported failure "material twisted/bent; scope wash tubing" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000339701 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 scope wash line to c-ring was found to be bent when removed from box. No added incisions or time. Opened new kit to do the case. No patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.